Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a 30 cm (12") appx 3.2 ml, set ambrato per infusione, 4 clave®, perforatore con filtro. During infusion, the device reportedly leaked 0.9% nacl (sodium chloride) from the tree connection fittings which did not hold; they disconnected from the tree. This required the infusion to stop so that the tree could be changed out/replaced. There was no report of human harm as a result of this complaint/event.

Manufacturer narrative:
Two pictures were provide by the customer, one showing the set with a separated clave inside a bag, and the other showing the labeling on the package. Received one used list #011-h1368 set ambrato per infusione. As received, a clave adaptor was observed to be separated from the trifurcate. No additional damage or anomalies were observed. The bonding areas were observed under uv light. Insufficient solvent was observed. The complaint of separation can be confirmed. The probable cause is due to insufficient solvent application during manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 24-jun-2024.